Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficult to open or close associated with inability opening the clip and clip jumping and mechanical jam of the arm positioner. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis, a cause for the reported mechanical jam of the arm positioner, jumpy clip and inability to open the clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported that on (B)(6) 2022, the patient presented with grade 4 mixed mitral regurgitation (mr). A mitraclip xtw was successfully placed on the anterior-posterior leaflet (a3/p3), reducing the mr to a grade of 2. To reduce the remaining lateral mr, a decision to use a second clip was made. During preparation of the mitraclip ntw (20509r230), a malfunction of the arm positioner was noted. During the rotation of the arm positioner, in an open or closed direction, the ntw clip would not open or close smoothly. Additionally, when the arm positioner was rotated, the physician could feel the clip mechanism was getting stuck. Overall the clip felt stuck and jumpy when trying to open or close. Troubleshooting was performed, however the decision was made not to use the clip. There was no patient involvement and the device was exchanged. A mitraclip nt was then selected for treatment, but due to a high mean gradient, the clip was not implanted. After the leaflets were un-grasped, the pressure gradient returned to baseline. There were no adverse effects due to the increase in pressure gradient. There was no issue with the mitraclip nt during use. The procedure ended with a mr grade of 2. There were no adverse patient effects or clinically significant delay. No additional information was provided.